Manufacturer narrative:
A service engineer (se) reported that the "proximal sensor autozero failed error code (110b). The se noted that data acquisition (da) printed circuit board assembly (pcba) was not properly seated on pressure solenoids; the se then noted that the da pcba will need to be correctly installed. A follow up was performed with the se, and it was reported that the da pcba was reinstalled to resolve the issue. The se then set the local customer time/date, cleared event log, and set the factory settings. The device passed all performance verification testing (pvt), and was returned to the customer, ready for service.

Manufacturer narrative:
A service engineer (se) reported that the "proximal sensor autozero failed error code (110b). The se noted that data acquisition (da) printed circuit board assembly (pcba) was not properly seated on pressure solenoids; the se then noted that the da pcba will need to be correctly installed. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The customer requested a quote for repair. The investigation is ongoing.